Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with a nonstandard device issue in the past three years. There have been further complaints reported with a material integrity issue in the past three years. The devices were intended for use in treatment. The returned samples were visually and functionally evaluated. This confirmed that some dressings were missing from pouches and that some creasing was present on other dressing films. A relationship was confirmed between the devices and the reported events. It is possible that the reported issue was caused during in-process checks in which the product is tested for seal integrity. If the machine is not adjusted before manufacture, this can leave an extra or more than required number of pouches without the dressing. The root cause for this issue was traced to manufacturing. There are checks in place to prevent creasing of the film. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. On this occasion the operator appears to have missed the issue. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. Again visual checks are in place to identify this. The root cause for this issue was traced to manufacturing. As the occurrence of the reported issues are within acceptable range, no further actions by smith and nephew are deemed necessary at this stage. However, the findings of this complaint investigation will be shared with the relevant manufacturing team. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that some dressings were no film was present and some were creased. This was found during set up before treatment so there was no harm to patient. A backup device was available.